Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed based on the archive data review and during functional testing. The root cause of the ua18 error message was determined to be defective load cell modules, likely attributed to the age of the platform, failed component(s), or mishandling, such as a drop. The device life expectancy is 5 years. The autopulse platform was manufactured in june 2015 and is over 9 years old. The archive data review showed multiple ua18 error messages around the customer's reported event date, thus confirming the reported complaint. Functional testing could not be completed as the autopulse platform failed to execute the lifeband take-up and displayed the ua18, thus confirming the reported complaint. The ua18 error message occurs when the driveshaft has traveled past the maximum number of allowed revolutions without detecting a patient. When the user presses the start button, the driveshaft turns and tightens the lifeband around the patient's chest. The take-up position is achieved when the load cell modules sense an additional 6 lbs. Of load compared to the pre-take-up load. The load cell characterization test results on this platform confirmed that both load cell modules were defective, which caused the reported ua18 error messages. Following service, including the replacement of both load cell modules, a load cell characterization test was performed again and confirmed both cell modules were functioning within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message upon power on with the manikin. No patient involvement.